Event description:
A customer contacted beckman coulter regarding a low potassium (k) result that was generated by the synchron lx20 instrument. Patient sample was tested for k and a result of 3.5mmol/l was obtained. The patient was admitted to the hospital and redrawn. Based on available information, k result obtained at the hospital's lab was "normal". However, the actual result was not provided. The customer retested the original sample for k a week later and the repeated result was 4.7mmol/l. It is unknown if patient's treatment was affected as a result of this event.

Manufacturer narrative:
The lab runs qc levels 1 and 3 once a day. The lab follows beckman coulter inc. (Bci) recommended maintenance schedule and maintenance is up to date. Obstruction detection feature was enable and no error messages were generated on the day of the event. The sample was a serum sample from a full bd, tiger tube and appeared normal and clear. Te lab reviewed results on other patients from the time of the event and did not identify any other irregularities. Service call was not generated as customer believes this is a sample specific isolated event. The root cause of this event is unknown. A malfunction will be assumed for the purpose of this report.